Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient complications as a result of this event.